Event description:
It was reported that the patient presented to the clinic with inappropriate detection of non sustained oversensing. Review of egms showed patient ventricular rate outside of the first zone detection. Beats intermittently fell into vt1 zone and this was the trigger for nonsustained oversensing. Securesense was turned off. Patient will continue to be monitored.